Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature depletion and right ventricular (rv) lead exhibited elevated thresholds. It was also reported that low impedance was noted on the ventricular channel. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.